Event description:
The pt was implanted with a left ventricular assist device (lvad) mechanical circulatory support coordinator reported that the pt had a red heart alarm on (B)(6) 2014. The pt was unable to silence the alarm even while holding the alarm button. The pt changed controllers and was seen in clinic the next day. The pt brought the old controller, we connected it to power and were unable to silence the alarm or retrieve any history from the controller.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.